Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer reported they were at a concert when they received a no delivery alarm. The customer was unable to change out their infusion set in order to resolve the no delivery alarm during the incident. The customer reported vomiting after the concert, causing them to be hospitalized. Customer's blood glucose was unknown. Customer was disconnected from the call before further information was collected. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.